Manufacturer narrative:
D10. Concomitant product: egia60amt egia60amt egia 60 artic med thick sulu (lot p2d0508s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic partial hepatectomy procedure, while cutting and closing the liver parenchyma, there was a poor staple formation and tissue bleeding. To resolve the issue, hand-suturing with thread performed. Medtronic's evaluation found that the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range.